Event description:
Procedure type: low anterior resection/double staple technique. According to the reporter: after firing, the device was stuck in the anastomosis and could not be removed. The surgeon tried to remove the device by tracing out a figure-of-eight with the device tip, but it was hard to remove. Finally, the surgeon forcibly removed the device and as a result, the tissue around anastomosis was torn. The torn part was sutured and the procedure was completed. There was oozing and tissue damage. No additional tissue loss. Nothing fell into cavity. Incision was extended, but not more than 3cm. Pt is under observation. The anvil tilted properly before removing and doughnut ring was made perfectly. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).